Manufacturer narrative:
The manufacturer received information alleging an e70 cough assist had peak pressures higher than expected when tested. The device was not in patient use. The device was not returned to the manufacturer for evaluation. The device failure was found during test at the reporting facility. The reported incident of the irregular oscillation pressure with the transient pressure overshoot was duplicated during the investigation using the exact test set-up and the test setting described in the complaint record. Uneven pressure settings used in the testing at the reporting facility puts a greater burden on the dynamic performance of the oscillation feature. The impact of this transient oscillation pressure overshoot to the patient is assessed locally by the manufacturer with the gold-standard test set-up, including the standard bacteria filter, the trachea models, and keg test lung. The transient oscillation pressure overshoot dampens to an acceptable pressure amplitude at the patient lung, confirming the safety and efficacy of e70 oscillation feature.

Event description:
The manufacturer received information alleging an e70 cough assist had peak pressures higher than expected when tested. The device was not in patient use. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.